Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10010454 and lot# 25055037 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03may2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite was leaking. The following information was received by the initial reporter with the following: it was reported by the customer that when running hazardous chemotherapy drugs and if there is a specific rate that the hazardous chemotherapy should be run at. Recently, in the past week or so we have had a few complaints about hazardous chemotherapy leaking around the filter area, particularly in our 24-hour infusions.